Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low intrinsic amplitude and oversensing. Technical services (ts) reviewed the device data and noted a yellow alert for out-of-range left ventricular (lv) amplitude, with trends showing variable measurements. Ts suspected that the low intrinsic lv amplitude potentially caused the oversensing and provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.